Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿materials of construction are not biocompatible¿. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the device was in use for 9 days at the time of rectal bleeding. No scope was performed. The user stated that the erosion was probably from the rectal tube and the patient had anticoagulants.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device was in use for 9 days at the time of rectal bleeding. No scope was performed. The user stated that the erosion was probably from the rectal tube and the patient had anticoagulants.